Event description:
The article, "everting suture technique for aortic valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate whether the use of everting, pledgeted mattress suture (epms) technique for aortic valve replacement is advantageous compared to other commonly used techniques. The devices included in this study were inspiris, perimount 2700, perimount 3000/3300, and trifecta. The article concluded that epms for aortic valve placement did not show benefit over other techniques. Although there is a small but statistically significant difference in postoperative valve gradients, it is not clinically significant. [The primary and corresponding author was marijan koprivanac, department of toracic and cardiovascular surgery, miller family heart, vascular & toracic institute, cleveland clinic, cleveland, ohio, USA, with corresponding e-mail: koprivm@ccf.org.]. This study included patients who underwent aortic valve replacements using the epms technique or other techniques from 01 january 2002 to 31 january 2022. A total of 1282 patients were included in the study, of which 23.4% (300) received an abbott device. The average age of the epms group was 70 years. The average age of the non-epms group was 69 years. The majority gender was male. Comorbidities included heart failure, aortic regurgitation, stenosis, mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, heart block, ventricular tachycardia/flutter, congestive heart failure, chronic obstructive pulmonary disease, peripheral artery disease, hypertension, and prior stroke.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "everting suture technique for aortic valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate whether the use of everting, pledgeted mattress suture (epms) technique for aortic valve replacement is advantageous compared to other commonly used techniques. The devices included in this study were inspiris, perimount 2700, perimount 3000/3300, and trifecta. The article concluded that epms for aortic valve placement did not show benefit over other techniques. Although there is a small but statistically significant difference in postoperative valve gradients, it is not clinically significant. [The primary and corresponding author was marijan koprivanac, department of toracic and cardiovascular surgery, miller family heart, vascular & toracic institute, cleveland clinic, cleveland, ohio, USA, with corresponding e-mail: (B)(6)] this study included patients who underwent aortic valve replacements using the epms technique or other techniques from (B)(6) 2002 to (B)(6) 2022. A total of (B)(6) patients were included in the study, of which 23.4% (300) received an abbott device. The average age of the epms group was 70 years. The average age of the non-epms group was 69 years. The majority gender was male. Comorbidities included heart failure, aortic regurgitation, stenosis, mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, heart block, ventricular tachycardia/flutter, congestive heart failure, chronic obstructive pulmonary disease, peripheral artery disease, hypertension, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, aortic regurgitation, stenosis, mitral regurgitation, tricuspid regurgitation, atrial fibrillation/flutter, heart block, ventricular tachycardia/flutter, congestive heart failure, chronic obstructive pulmonary disease, peripheral artery disease, hypertension, and prior stroke. Complications reported included perivalvular leak, stroke, cardiac tamponade, pericardial effusion, renal failure, bleeding, atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: everting suture technique for aortic valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.